Manufacturer narrative:
Belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the trunk cable connector was damaged and the white (drvn gnd) and black (main batt) wires were intermittent inside the trunk cable. The damaged connector and intermittent wires cannot be ruled out as potential contributing causes of the reported gong alarms. The root cause of the damaged connector and open wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged connector and was producing constant gong alarms.